Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3-l5 posterior lumbar fusion and l5-s1 posterior lumbar interbody fusion. Intra-op, the tip of the head positioner broke. The tip broke when the head positioner was being used to change the head orientation of multi-axial screw. No fragment of the broken instrument remained inside the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The welded part of the tip broke.